Event description:
It was reported that the right ventricular lead was oversensing t waves when pacing. It was further reported that the lead was not reprogrammed, nor was there any other intervention, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.